Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. Prior to procedure, the patient's right atrial (ra) lead exhibited high capture threshold. The ra lead was capped and replaced on (B)(6) 2024. The patient had no adverse consequences.